Event description:
It was reported that the patient presented to the emergency room with pauses, the ventricular lead was not pacing/ inhibiting due to noise and increase in threshold to 4 v. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.